Manufacturer narrative:
Submit date: 11/03/2016. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that a customer had an issue with an enteral feeding pump. The customer states that the pump was not delivering the set amount of feed over a 24 hour period.

Manufacturer narrative:
Submit date: 03/15/2017. An evaluation of the kangaroo joey pump was performed for the reported condition of, ¿the unit was not delivering the set amount of feed over a 24 hours period. To date, the unit has not been received for evaluation. Without the unit, a detailed investigation could not be performed and the reported condition could not be confirmed. This complaint file shall be closed as unconfirmed at this time. If the unit is returned, the complaint shall be re-opened. A review of the device history record shows that this unit was manufactured in 2013 and was released meeting all manufacturing specifications.